Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned with no original packaging. The catheter shaft was inspected for damage. It was noticed that the tip was badly damaged and the coils were stretched. The core wire was separated but the device was still connected due to the coils of the tip. The introduction of the device into a micro-catheter could not be completed due to the damage at the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that the guidewire would not advanced through the catheter. A 180x25cm fathom¿ -16 was selected for use. During procedure, it was noted that the guidewire would not advance through the catheter. The tip was raising up and could not be advanced. The procedure was completed with another of the same device. However, device analysis revealed that the core wire was separated.